Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: the patient demographic info: age, gender, weight, bmi at the time of index procedure no further information is available. Lot number? The lot number is unknown. What is the patient¿s current status? The hospital stay was extended. It is currently unknown whether the patient was discharged. No further information will be provided.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 5/28/2020. Additional information was requested and the following was obtained: the procedure was laparoscopic assisted ileocecal resection (transition to laparotomy). Patient information: alcoholic liver disorder, hepatitis c, atrial fibrillation (oral eliquis), open surgery for gastric cancer the sales rep confirmed to the doctor that the patient had been performed re-operation. First surgery date is (B)(6) 2020 and re-operation date is (B)(6) 2020. At the time of re-operation, it was re-sutured using 0-monodiox and 0-opeporix. The hospital stay was extended. It is currently unknown whether the patient was discharged. This is the latest information.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure lot number? What is the patient¿s current status?

Event description:
It was reported that the patient underwent laparotomy hartmann surgery on (B)(6) 2019 and barbed suture was used for wound closure by continuous suturing on the fascia. Herniation of the fascia occurred in the ward. The dehiscence was resutured on (B)(6) 2019 during the hospitalization. During the reoperation, it was found that the barbed suture was not broken and the fascia was fragile. The patient was resutured with 0-opeporix during the reoperation. The surgeon opined there was tissue damage from the anchors. A contributing factor was reported that the suturing was too tight and the pitch and bite were short. The patient's hospital stay was extended. The patient recovered completely and was discharged from the hospital.